Manufacturer narrative:
Evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. The anatomy at implant is unknown and earlier post-implant CT¿s were not available for review of the stent graft in vivo configuration post implant. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. It is most likely that the observed endoleak was a proximal type ia endoleak. It is possible that aneurysm remodelling over the 11 years of implantation may have occurred, with subsequent migration or endoleak as a consequence. Analysis of the returned still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft was implanted in a patient for the endovascular treatment of an 85 mm pre-rupture abdominal aortic an eurysm. It was reported approximately 137 months post index procedure, the patient presented emergently, with complaints of abdominal pain. CT was performed and showed what appeared to be a type 1a endoleak. It was reported that the physician decided to treat the endoleak by placing a etcf3636c49e cuff and a heli-fx endoanchor system. It was stated that the type 1 endoleak was still noted after the devices were implanted. The physician then decided to place a bilateral chimneys using a non-medtronic stents in the right and left renal artery. Ettf3636c70e was also implanted to treat the event. Final angiography was performed with no endoleak found. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.